Event description:
It was reported that the patient had pain in the right buttocks. It was noted that this was new pain at a new location. A lead revision was planned for (B)(6) 2015 as a result of the event. Diagnostic testing or troubleshooting performed included reprogramming. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).